Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the device. The o2 cell was found to be faulty and was replaced by the fse. Calibration, patient circuit, and verification tests were performed successfully. No alarms or errors were observed following the repair. The root cause was determined to be a failed o2 cell, which directly impacted fio2 measurements. The device is now operating correctly and ready for use.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device showed inaccurate oxygen readings. There was no patient involvement related to the reported malfunction.